Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative, on the second day, the patient suffered severe abdominal pain. The patient was re-operated and during the operation, the absorbable clip broke. The stump of ductus cysticus had bile leakage. The doctor used 4-0 suture in suturing and closing the ductus cysticus and took out the broken absorbable clamp.